Event description:
It was reported that the patient experienced a hypoglycemic event on (B)(6) 2026 with reported blood glucose values ranging from greater than 400 mg/dl to a low of 40 mg/dl following an unannounced breakfast and a prolonged insulin pause associated with exercise; the cause of the event and any device component involvement were evaluated and attributed to use-related factors. Symptoms included lethargy, shakiness, dizziness, and confusion. Outcomes included required medical intervention, as emergency medical services were contacted by the patient¿s mother and oral glucagon gel was administered, after which blood glucose returned to range. The patient was not transported to a hospital. Investigation included communication with the patient and review of device data. Review of device reports indicated insulin was paused for approximately 2.5 hours, sensor connectivity was temporarily lost, and low insulin on board followed by correction for hyperglycemia contributed to subsequent hypoglycemia in the context of a missed meal announcement. Investigation identified use error related to missed meal announcement and extended insulin pause, with no device malfunction or component failure identified. It was concluded that the event was caused by user interaction and therapy management factors rather than device performance. If additional information becomes available, a supplemental MDR will be submitted.